Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the system was not booting up. The case and the related work order were mistakenly created and are no longer necessary. The customer has verified that service is not required and has requested cancellation. Consequently, the case was cancelled without any work being carried out by philips. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.